Event description:
An olympus representative reported to olympus on behalf of the customer that the image shows interference when connecting to a 290 series scope on the evis lucera elite xenon light source during preparation for use. The patient was not under anesthesia and the intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the inspection it was found that the image was noisy when the device was connected to the 290-endoscope due to a faulty scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.